Event description:
On (B)(6) 2010 - standard tlif procedure performed to implant illico mis posterior fixation system in the l4-s1. In (B)(6) 2010 - patient returned for a follow-up visit complaining of pain. X-rays revealed two sacral screws (B)(4) had fractured approximately mid-way of the threaded shaft. On (B)(6) 2011 - revision surgery to remove both fractured devices.

Manufacturer narrative:
An evaluation conducted by the senior design engineer concluded that the failure mode is consistent with that of a previous reported submission. Ref MDR 2027467-2011-00003; an evaluation was conducted by an outside institution found that the screws failed as a consequence of unidirectional bending fatigue. This failure mechanism was supported the presence of multiple fatigue origins on one side of each screw. The cracking propagated directly across toward the other side. Once the load could no longer be accommodated by the remaining ligament, the cracking mechanism transitioned to ductile overload. In all cases, the cracking initiated at the fillet radius associated with the fourth thread root. The sem inspection identified no obvious evidence of any material defects or anomalies associated with the fatigue origins (there were no obvious inclusions, foreign material, pits, or other surface irregularities). The results suggest that the primary factor regarding the location of fatigue crack initiation was the stress concentration effect of the thread root. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The provided instructions for use (ins-028) states; warnings: the illico mis posterior fixation system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Potential risks identified with the use of these devices, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components contraindications: the illico mis posterior fixation system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.